Manufacturer narrative:
The complaint could not be confirmed. Marked drawings were provided from product development to the depuy (B)(4) metrology department to identify the key dimensions that create the press fit with the prepared bone, the proximal geometry. The distal stem diameter was also inspected. The inspection results indicate that the parts are within the manufacturing specifications. The complaint also stated the distal portions of the stem and trial are not the same and that the surgeon believed this contributed to the stems not fitting properly. This is intentional by design. The design of the stems and the relationship between the stem and the trial are such that a proximal press fit is obtained with the final implant. The distal portion is intended to have a clearance fit in relation to the trial. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
It is believed that the trial/implant were not manufactured to the correct specs extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.